Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sixteen years ago, on unknown date, the surgery for unknown reasons was performed using the moss miami system. During the removal surgery performed on (B)(6) 2018, a screw (part#: unk) got broken at the root of the head, thus the surgeon had difficulties extracting the broken screw. No broken pieces were found left in the patient¿s body, and the removal surgery was successfully completed with a less-than-30-minute delay no further information has been provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level revealed that the screw broke at the transition zone between the screw¿s poly-axial sphere and the screw shank. The optical image of the fractured surface on the poly-axial sphere exhibits potentially two surface morphologies: a smooth and a grainy/rough region. The fractured surfaces exhibit minor scratches and shiny areas indicative of two surfaces rubbing against one another in vivo post-fracture. One can make a case for two surface morphologies implies that the fracture first propagated and then full failure/breakage took place presumably when the remaining region did not have the strength to bear the load. Progression lines indicative of fatigue are also seen extending toward the potential fracture termination site. With the information provided, a definitive root cause for the broken screw cannot be determined. However, fracture analysis of the returned screw suggests progression lines indicative of fatigue are also seen extending toward the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.